Event description:
It was reported that the customer's insulin pump was alarming motor error. No blood glucose value was reported at the time of the call. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Displacement test was performed and motion sensor test failure alarm was not verified due to the motor error alarms. The following cosmetic damage was noted on the device: minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.